Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 24 and 36 hours on the infusion site. No treatment information was provided.

Manufacturer narrative:
Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 the pod was received fully deployed. During fluid path testing, a leak was observed in the unexposed portion of the soft cannula. A internal tear was observed, measuring approximately 0.5865 inches from the nailhead. The timing and cause of this damage is unknown. It could not be determined if the internal tear contributed to the reported event. No other damages or deficiencies that could have contributed to the reported communication error during operation. The exact cause of the reported communication error during operation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.